Event description:
Info received indicates the brake caster continues to ratchet when in brake.

Manufacturer narrative:
The tech found the brake caster was worn. He replaced the caster to repair the bed.